Event description:
It was reported that during a sling procedure, the plastic needle tore at the rear part. The device was discarded and the procedure was successfully completed using another device with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The visual evaluation found that one of the plastic needles is torn in two parts at the place where the metallic guide is introduced. This is probably due to an excessive amount of force applied to the device. No other non-conformities were detected. As the device was used, no functional test could be done.